Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 336 mg/dl at the time of incident. Customer's blood glucose value was 220 mg/dl at the time of the call. Troubleshooting was performed on the insulin pump. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Bolus history was checked to confirm it displays all bolus entries based off customer's recollection. Customer reported bolus history does not display all entries based on their recollection. Once customer is disconnected, the device was programed with a 0.2 unit normal or easy bolus into the air. Customer reported bolus did not appear in history. The product was returned for analysis.